Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient's device didn´t alerted the patient for hypoglycemia. While the patient was driving home from the grocery store, he felt dizzy and disoriented. He could not remember his cgm readings. When the patient arrived home, he immediately sat down and lost consciousness. His wife is the one who found the patient unconscious. The spouse tried to revive the patient with honey. The patient regained consciousness and they immediately checked the cgm reading which was 137 mg/dl with an arrow pointing down. There was no bg taken. The patient was in good condition. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient's device didn´t alerted the patient for hypoglycemia. While the patient was driving home from the grocery store, he felt dizzy and disoriented. He could not remember his cgm readings. When the patient arrived home, he immediately sat down and lost consciousness. His wife is the one who found the patient unconscious. The spouse tried to revive the patient with honey. The patient regained consciousness and they immediately checked the cgm reading which was 137 mg/dl with an arrow pointing down. There was no bg taken. The patient was in good condition. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.